Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 432-433 mg/dl with trace ketone levels of 12-13 mg/dl; cause was not known. The customer was hospitalized; however, did not receive any treatment from medical professionals. Customer administered a manual injection on their own during the hospitalization to address bg level. Reportedly, issue was resolved and customer did not sustain any permanent damage; however, customer has not been released from the hospital. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional patient or event information was available.